Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised by tandem technical support to disconnect from the site, load a new, empty cartridge onto the pump, and deliver a bolus, which completed successfully. However, the customer reverted to an alternate method of insulin therapy.